Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It was reported that the patient was revised due to dislocation, pain, sensitivity to the touch and a clicking noise.

Manufacturer narrative:
Product and photographs were not returned for investigation; therefore, the condition of the components is unknown. Device history records could not be reviewed as both product part and lot numbers are unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The compatibility could not be assessed and the product history search could not be performed as the part and lot number are unknown. Base on the investigation, a definitive root cause cannot be determined with the information provided.